Manufacturer narrative:
Reference record (B)(4). Catalog number is the us list number. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a nj tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. On the same day, the patient experienced a fever. Covid smear, urine status control, and blood sample were collected, results pending. On (B)(6) 2020, the patient was diagnosed with aspiration pneumonia secondary to intubation procedure for nj tube placement. The patient was treated with intravenous antibiotic, rocephin. The nj tube was removed on (B)(6) 2020 due to insufficient effect, and lcig therapy was discontinued.